Event description:
The following was reported to hamilton medical ag: I had a call from a customer that a mt1 had stopped during ventilation and was alarming weakly for an undetermined amount of time. The hospital staff then bagged the patient until another ventilator could be brought in to resume ventilation. The hospitals technician was unable to start the unit in service mode to download the log files, but he sent me screen shots of the events. He was amendment that the unit would not start in service mode but would boot up normally. However when it did boot up normally there were a number of technical events present, some of which are not in the knowledge base or troubleshooter. No patient harm or consequences.

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The following was reported to hamilton medical ag: I had a call from a customer that a mt1 had stopped during ventilation and was alarming weakly for an undetermined amount of time. The hospital staff then bagged the patient until another ventilator could be brought in to resume ventilation. The hospitals technician was unable to start the unit in service mode to download the log files, but he sent me screen shots of the events. He was amendment that the unit would not start in service mode but would boot up normally. However when it did boot up normally there were a number of technical events present, some of which are not in the knowledge base or troubleshooter. No patient harm or consequences.

Manufacturer narrative:
The investigation is still ongoing. Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: I had a call from a customer that a mt1 had stopped during ventilation and was alarming weakly for an undetermined amount of time. The hospital staff then bagged the patient until another ventilator could be brought in to resume ventilation. The hospitals technician was unable to start the unit in service mode to download the log files, but he sent me screen shots of the events. He was amendment that the unit would not start in service mode but would boot up normally. However when it did boot up normally there were a number of technical events present, some of which are not in the knowledge base or troubleshooter. No patient harm or consequences.